Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was reprogrammed around the shorts the implantable neurostimulator (ins) didn't deplete everyday like it previously did.

Manufacturer narrative:
The "date MFR rec" field was incorrect. The correct date is 2016-05-03. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the patient's lead was revised on (B)(6) 2016 and the health care provider (hcp) did not want to send it for analysis. No other information was reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was programmed on the low impedances causing an increase in recharge time and the battery to deplete quicker. The patient will follow-up with the health care provider (hcp) in 6 weeks. Please see report number 2649622-2015-15946, 2649622-2015-15947, and 6000153-2015-00534.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product :type implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0xy58, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0xy58, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported the patient was seen in the clinic for follow up after their implantable neurostimulator (ins) was replaced. The patient¿s health care provider (hcp) checked impedances and there was a short on every electrode pair except c/0, c/1, c/2, and c/3. An extension revision was done on (B)(6) 2015, but the impedance results were the same. The ins was programmed around the shorts. The hcp and patient planned to discuss a lead revision, but they are waiting to see if the patient¿s symptoms got better after the reprogramming. The manufacturing representative later reported the patient was not getting adequate therapy. An appointment was scheduled in two weeks to see if the patient was receiving therapy after being reprogrammed. The patient¿s indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Additional information was received from a manufacturer representative (rep). It was reported that since the reprogramming in february, the implantable neurostimulator (ins) no longer holds a charge and takes longer to charge. The patient also experienced a return of dystonia symptoms in her neck. An impedance test was performed and resulted in a short of 128 ohms. Additional impedance results included 0<(>&<)>3=93 ohms and 1<(>&<)>2=92 ohms on the right. The patient was programmed around the shorts and will be reevaluated in 6 weeks. Additional information has been requested regarding the cause, intervention, and outcome of the ins issues, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 2649622-2015-15946, 2649622-2015-15947, and 6000153-2015-00534.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was re-scheduled for (B)(6) 2016. She took aspirin on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a lead revision on (B)(6). No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.